Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. Reported event of tip damaged. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that a lighttrail single use 230um laser fiber was used for a flexible ureteroscopy with stone fragmentation procedure to be performed on an unknown date. According to the complainant, during preparation and outside the patient, upon opening the 230um fiber, the tip appeared damaged and it was not used on the patient. The procedure was completed with another lighttrail single use 230um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.